Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 50 mg/ml at 16.976 mg/day via an implanted pump for spinal pain. It was reported the patient was over sedated that began within the last couple of hours on (B)(6) 2019. It was noted the patient had to be woken up frequently when talked to, eating, etc. It was further reported the patient had poor kidney function that was diagnosed at the emergency department/labs on (B)(6) 2019 at 21:45. It was noted narcan had not been tried yet. The hcp did not have access to a physician programmer and thought maybe the patient¿s symptoms were because of the intrathecal dilaudid. Pertinent information was reviewed regarding the hcp¿s inquiries. Minimum rate and stopped pump programming were discussed. A service request regarding contacting a local company representative (rep) was discussed. No further complications were reported/anticipated or expected.